Event description:
It was reported from canada that post-surgery, it was observed that the tip was damaged on the craniotome device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the device was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.